Event description:
It was reported that a patient underwent an obturator sling procedure on (B) (6) 2010. During the procedure, the patient experienced nerve injury on the right side when the surgeon was inserting the sling. The patient has right leg weakness.

Manufacturer narrative:
(B) (4). (B) (4). Right leg weakness. Nerve injury. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.